Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was recently treated for a urinary tract infection with antibiotics. The patient did not want to go back to using the purewick female external catheter. The patient had been using purewick products for less than 90 days. It was unknown if the device contributed to the urinary tract infection at this time.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was recently treated for a urinary tract infection with antibiotics. The patient did not want to go back to using the purewick female external catheter. The patient had been using purewick products for less than 90 days. It was unknown if the device contributed to the urinary tract infection at this time. Per customer via phone on (B)(6) 2022, stated that the customer was no longer on antibiotics and everything was working out fine. Per customer via phone on (B)(6) 2022, it was stated that the reaction customer had was an urinary tract infection and the doctor prescribed bacterium antibiotic. The customer used the purewick every night then. The urinary tract infection had cleared up.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was recently treated for a urinary tract infection with antibiotics. There was no direct allegation against the product, but the patient did not want to go back to using the purewick female external catheter. The patient had been using purewick products for less than 90 days. It was unknown if the device contributed to the urinary tract infection at this time.